Manufacturer narrative:
Site surgeon, dr.(B)(6)., declined to provide patient identifier and weight. On 08/23/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The navigation system monitor became unresponsive, returned to normal, was unresponsive again, went black then re-booted itself. The medtronic representative was unable to replicate the problem. All connections checked and are in good working order. Issue resolved. System performed as intended. - no further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, and when in the navigate screen, the navigation system unexpectedly shut itself off and re-booted. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.